Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of threader balloon catheter with no other devices. Magnified inspection identified a pinhole in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending(lad) artery. A 1.2mm x 12mm threader balloon catheter was advanced but failed to cross the lesion completely. Therefore, the dilatation was performed from the proximal of the lesion. The balloon was inflated several times at 6 atmospheres, then crossing was attempted but failed. The device was removed from the patient smoothly. During re-wrapping of the balloon, it was noted that the pressure level would not increase despite the pressure applied. Balloon rupture was determined and device was exchanged with a 1.25mm non bsc balloon catheter, a 2.0mm non bsc balloon, and an emerge balloon to complete the procedure. No patient complications were reported and patient's status was good.